Event description:
It was reported that the right atrial (ra) lead experienced low impedance and it would not sense. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7278 implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2005. (B)(4).